Event description:
On an unreported date, the patient experienced intermittent symptoms of increased tone and sometimes altered mental status. Increased spasticity was also reported. There were issues with finding the correct dosing. There was an unknown catheter issue. The catheter was replaced on (B)(6) 2014. The patient status at time of this report was alive; no injury. Drug delivered via the device was baclofen 2000 mcg/ml programmed to deliver a dose of 550 mcg/day. Follow-up information was received from the physician¿s office stating patient¿s symptoms as intermittent psychosis in addition to changes in tone. No association could be defined with the dose of the intrathecal baclofen and the changes in tone. There was no catheter issue found, but the entire catheter was replaced. The catheter was placed at a higher spinal position ¿ t1. As of (B)(6) 2014, there was no change noted in regards to the current patient status and the device was not going to be returned to the manufacturer.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type accessory. (B)(4).